Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to bsc. A good faith effort was completed to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that material separation occurred resulting in non target embolization. Obsidio was selected for a post biopsy bleeding embolization procedure in a renal artery. During hand injection of contrast through the base catheter in the main renal artery, non-target embolization of obsidio occurred to an adjacent branch. It was noted that this non-target branch happened to also supply the pseudoaneurysm. There were no patient complications as a result of this event.